Event description:
During the biopsy of the patient's breast, the plastic sheath was sheared off the needle and remains in the patient's breast. Reason for use: possible breast tumor. In accordance with (B)(6) requirements, the micromark marker guide, sleeve and applier tube are classified as having patient contact of less than 24 hours. The micromark device was biocompatibility tested following exposure to a gamma irradiation process. The following biocompatibility tests were successfully performed utilizing the requirements established in iso (B)(6): cytotoxicity testing - non cytotoxic (pass), sensitization testing - not a sensitizer (pass), irritation testing - not an irritant (pass), systemic toxicity testing - no systemic toxicity (pass).